Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the pump was pulled into the aorta. Multiple attempts to cross the valve were unsuccessful so a new pump was implanted. The patient experienced hypotension and a hematoma.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position into aorta when the doctor was trying to deploy a second pre close and maintain wire access.